Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: a review of the black box data showed no evidence of a rewind issue. During the investigation, the pump successfully completed the rewind, load and prime steps. The pump was exercised for 24 hours after which no rewind issues were observed. It was observed that the keypad was working properly. The investigation was unable to duplicate the initial complaint about a ¿rewind issue¿. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.